Event description:
Reporter indicated a vns hp jornada handheld computer would not turn on. It did turn on once and then it turned off before it was able to be used. The handheld computer and flashcard were returned for product analysis. Analysis of the flashcard revealed that the 2577 folder was missing. A root cause for the missing folder could not be determined based on the returned flashcard and software, but an analysis of the computer identified that the software had been installed giving the indication that the folder was present in the flashcard at some point in time. Analysis of the computer revealed no anomalies and it performed as intended. The remaining battery power was at 25% after an hour of testing, which is out of specification.